Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation,, as product was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00-8775-032-02 biolox delta head 12/14 32x0 lot#2909599, 00-6250-065-20 trilogy bone scr 6.5x20 lot# 63921655, 00-7711-010-00 m/l taper size 10.0 standard offset lot# 63644694, 00-8757-054-01 continuum tm shell clust 54 jj lot# 63679637, 00-6250-065-30 trilogy bone scr 6.5x30 lot# 63863299.

Event description:
It was reported that patient underwent right total hip arthroplasty approximately 1 month ago. Patient underwent revision due to dislocation. Additional information requested and received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.